Event description:
The patient sent an email in 2008 to report having been seen and treated by an eye care professional for a bacterial infection in both eyes while wearing acuvue 2 product. The patient also reported that some of the new lenses appeared to have "deposits" on the lenses when initially removed from the blister packs. This report is for the left eye. Treating doctor was contacted and confirmed that the patient presented the previous month with the complaint of both eyes feeling scratchy. The patient was diagnosed with bacterial keratoconjunctivitis in both eyes. The patient was treated with vigamox and lotemax drops. The patient has returned to contact lens wear without further event. The patient was using complete solution. No additional information is available at this time. The product in question is not available for return. The lot numbers of the product in question were provided. A lot history review was requested and initiated but not yet completed. Will report the results of the lot history review or any additional information received within 30 days upon receipt. All reportable adverse events are reviewed during quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusions can be drawn.